Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas experienced a power and display malfunction characterized by a dead battery and a screen flashing on and off when placed on the charging pad, after which the device would not power on; a replacement device was arranged. Symptoms included hyperglycemia that persisted overnight. Outcomes included use of backup therapy with subcutaneous insulin via manual injections, without ketone testing or medical intervention. Investigation included remote troubleshooting and logistical assessment, and the device was replaced with instructions for data sync, registration, and return shipping and inspection of the returned device. Failure investigation revealed no fault found with the device.